Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and initial reporter details. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported multiple attempts at programmer interrogation of this implantable cardioverter defibrillator (ICD) system were unsuccessful. The patient had a patient identification card with this device indicating the device was implanted in 2024, after the listed use before date (ubd) of 01/08/2023. The patient was not found in our records, and the ICD model/serial number was listed as pre-implant. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and initial reporter details. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported multiple attempts at programmer interrogation of this implantable cardioverter defibrillator (ICD) system were unsuccessful. The patient had a patient identification card with this device indicating the device was implanted in 2024, after the listed use before date (ubd) of (B)(6) 2023. The patient was not found in our records, and the ICD model/serial number was listed as pre-implant. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and initial reporter details. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported multiple attempts at programmer interrogation of this implantable cardioverter defibrillator (ICD) system were unsuccessful. The patient had a patient identification card with this device indicating the device was implanted in 2024, after the listed use before date (ubd) of 01/08/2023. The patient was not found in our records, and the ICD model/serial number was listed as pre-implant. This ICD remains in service. No adverse patient effects were reported. Additional information received reported that programmer interrogation was not successful because the patient was implanted with a non boston scientific device. This reasonably suggests the previous ICD was explanted and replaced with the active non boston scientific. No additional adverse patient effects were reported. Product return was requested.